Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had ketones and may go to the emergency room. Although multiple attempts were made to contact the customer for additional information, the customer did not reply to the requests. No additional information was provided.